Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report insulin leaking into insulin pump. Customer reports unsure if reservoir is leaking. Blood glucose level was 402 mg/dl at time of reporting. Advised to disregard. Nothing further reported.